Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. Intermittent ventricular undersensing was noted during non-sustained ventricular tachycardia and ventricular tachycardia (vt) episodes on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the right ventricular (rv) lead. The lead was explanted and replaced due to a device upgrade.